Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range (oor) right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. Additionally, it was noted the patient has atrial fibrillation (af) with rapid ventricular rate (rvr) and will be brought in for a cardioversion. The patient is not dependent on therapy. At this time, the device and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range (oor) right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. Additionally, it was noted the patient has atrial fibrillation (af) with rapid ventricular rate (rvr) and will be brought in for a cardioversion. The patient is not dependent on therapy. At this time, the device and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced successfully. The pacemaker remains in service. No additional adverse patient effects were reported.